Manufacturer narrative:
The field service engineer (fse) noted cuvette absorbance for 340 nm wavelength averages 0.280 nm. The fse performed photometer verification per procedure and discussed the issue with the hardware specialist. The photometer requires replacement. The fse replaced the photometer, washed and verticalized all cuvettes, performed all top end cc alignments, and replaced reagent probe b wash collar. Service calibrated all chemistries without issue and performed quality control (qc). All data was within specifications. The unit conformed to the manufacturer's published performance specifications. Photometer, collar. (B)(4).

Event description:
The customer reported increasingly frequent bl rate hi (blank rate high) glucose (glu) and total bilirubin (tbil) errors involving unicel dxc 600 synchron system. The customer received a suppressed result with the comment oir lo (out of instrument range, low) for tbil on one patient sample. The customer did not receive any oir lo results for glucose or any incorrect glucose results. Subsequent testing of the sample on an alternate unicel dxc 600i synchron access clinical system recovered a result of 0.5 mg/dl. The customer determined this result was correct and released it out of the laboratory. Beckman coulter customer technical support (cts) instructed the customer to perform method comparison for tbil on both units using ten (10) randomly selected patient samples with tbil results within the reference range. Beckman coulter cts recommended the customer retest samples for tbil. The customer retested ten (10) tbil samples; all results clinically correlated but a slight negative bias on samples with results below 1.0 mg/dl. Beckman coulter cts advised the customer to cease use of the unit. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.